Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies compared to the patient's blood glucose meter on (B)(6) 2013. The patient's mother reported the following discrepancy: cgm was reading at 44 mg/dl and blood glucose meter was reading 191 mg/dl. The patient's mother reported no use of acetaminophen at the time. The patient's mother also reported insertion of the device in the patient's arm. The device is not indicated for insertion in the arm. The device is not indicated for use in pediatric patients. At the time of the call to dexcom technical support, the patient's mother reported that the patient was in healthy condition and did not report any medical intervention or injuries